Event description:
The patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2022. In june 2022 the patient reported connectivity issues between the implantable pulse generator (ipg) and external therapy discs (see nalu incident 512). The patient was scheduled for an ultrasound to check the depth of the implant however there is no record of that imaging having taken place. The implanting physician dismissed the patient from his care and the patient reported having been discharged from multiple other doctors after that time. Nalu representatives reached out to the patient in 2022 to follow-up and assist however the patient was inconsistent with responsiveness. The patient reported in 2022 that they were not under the care of any physician and thus any further diagnostics and interventions would not be feasible until the patient established medical care. No further records of communication are on file for this patient after 2022. In september 2025 a nalu representative was notified that the patient was scheduled to have the nalu system removed. A full system explant was performed on (B)(6) 2025 per the patient's request.

Manufacturer narrative:
Upon learning of the scheduled explant, a nalu representative reached out to offer system assessment and troubleshooting. The patient declined. Review of records found no history of any communication from this patient between 2022 and 2025. It is documented that the patient had been uncooperative with allowing nalu to assess and optimize the system after implant in 2022 and thus there is limited information available as to why the patient experienced connectivity issues. It is unknown if the nalu system had been in use at all over the prior 3 years while it remained implanted.